Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the tip of a 6f vista brite tip .070 judkins left (jl) 4 100cm guiding catheter was fractured, and it was not used. There was no reported patient injury. Other procedural details were requested but were not provided. The device was not returned as expected. The 6f .070 jl4 100cm catheter device was returned for investigation and visual inspection identified a kinked/bent condition located approximately at 1.0, 57.5, and 96.0 cm from the distal tip, with no additional anomalies or damage observed. Dimensional analysis was performed near the kinked/bent regions at approximately 1.0, 57.5, 80.8, and 96.0 cm from the distal tip, yielding outer diameter measurements of 0.0827, 0.0832, 0.0832, and 0.0834 inches, all within specification. Inner diameter measurements were also performed and found to be within specification. Measurements were obtained using calibrated equipment, including a micrometer and pin gauge. Microscopic evaluation of the distal tip under high magnification did not identify any abnormal conditions, including no evidence of cracked distal tip or abnormal surface conditions. The investigation confirms the presence of kinked/bent conditions; however, all dimensional and microscopic results were within specification and no additional defects were identified. Based on the available information, the product analysis does not provide evidence to suggest the failure is related to the manufacturing or design process. A product history record (phr) review of lot 18468175 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿brite tip/distal tip ¿ cracked¿ condition was not observed during product evaluation. The only damage identified was the presence of kinked conditions, and the cause of these conditions could not be determined. The device was reported as fractured, and it is possible that the kinked condition corresponds to what was observed by the user. Storage and handling factors cannot be excluded as potential contributing causes. Users are trained to inspect for signs of damage prior to and during use, and any product exhibiting damage should not be used. Information for safety is provided in the product labeling to inform users of associated risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues; therefore, no additional actions will be taken.

Event description:
As reported, the tip of a 6f vista brite tip .070 judkins left (jl) 4 100cm guiding catheter was fractured, and it was not used. There was no reported patient injury. Other procedural details were requested but were not provided. The device was not returned as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18468175 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.